Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One used 6f angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The suture along with anchor, collagen and tamper tube was returned separately. Visual inspection revealed that the collagen appeared tamped and the other end of the suture appeared broken. The carrier tube assembly was found to be mated properly with the sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. A piece of the suture examined under the microscope and it was noted that the suture had frayed end. To determine the cause of the issue, the tensioner was removed from the device cap. The suture found broke near the disk tensioner area. However, the suture was still tethered to the suture tensioner disk. Based on the returned device, the complaint could be confirmed for suture breakage. Based on the available information, the exact cause of the issue cannot be determined. Tpr complaint investigation was opened and concluded that the device was manufactured according to the environmental requirements of the process and no manufacturing root cause was directly identified. The likely cause could be related to application of excessive force while attempting to pull back the device and tamp collagen. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported an unknown issue with the angio-seal device visual appearance. The device was not deployed and there was no patient involved.